Event description:
International customer reports that the drain broke during removal. A portion of the device remains in-situ. No follow-up surgical procedure is scheduled to remove the retained fragment.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batches met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: lot: 45866isp, mfg date: 04/09/2007, exp date: 05/31/2012. Lot: 45936isp, mfg date: 05/01/2007, exp date: 06/30/2012. Lot: 45966isp, mfg date: 05/07/2007, exp date: 05/31/2012. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound."